Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. Visual inspection of the applicator and cap revealed no issues. Functional testing determined the applicator had fired correctly. Therefore, the issue is not confirmed. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported attempting to apply an adc device and being unsuccessful due to the inserter not firing, and as a result of being unable to monitor glucose levels, experiencing a seizure and a loss of consciousness. Customer received third-party treatment of "sugar water and oral/injection insulin." There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for libre sensor kits were reviewed and the dhrs showed the libre sensor kits passed all tests prior to release. Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. Visual inspection of the applicator and cap revealed no issues. Functional testing determined the applicator had fired correctly. Therefore, the issue is not confirmed. This serves as a correction report. Section h10 (addtl mfg narrative) was incorrectly documented in the initial report. The correction has been made here. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported attempting to apply an adc device and being unsuccessful due to the inserter not firing, and as a result of being unable to monitor glucose levels, experiencing a seizure and a loss of consciousness. Customer received third-party treatment of "sugar water and oral/injection insulin." There was no report of death or permanent impairment associated with this event.